Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR? A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the barrel of the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the barrel of the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: three photos and one 1ml ll syringe were received and visually evaluated. The syringe was observed to contain a piece of large loose white foreign matter in the fluid path. The foreign matter was identified to be a piece of broken plunger rod tip. It was larger than level 3 in size and is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.